Manufacturer narrative:
.

Event description:
Procedure: open liver transplant. Patient sex: unk. According to the information as reported to the company: patient was very sick and had a rare blood type. The stapler was fired across the portal vein but, according to the description, the staple line looked like "barbed wire." Additionally, the knife blade detached from the pusher bar because they couldn't get the stapler off. They had to cut around the vein. The patient coded 3 times during the case after the incident; however, it is not known if this was related to the stapler. Subsequent to this procedure the patient was sent to the cath lab where the patient later expired the night, the primary and/or secondary causes of death are not known.